Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of tubing from the syringe adaptor at the upper fitment during an antibiotic infusion for a 19 month old patient who was pulling on the IV tubing. There is no report of patient or provider harm.

Manufacturer narrative:
No product was returned by the customer. The customer complaint of tubing separated from the upper fitment was confirmed per picture received by the customer. It was observed per picture received that the silicone segment tubing was completely separated from the upper fitment. The root cause of the failure was not identified as no sample was returned.